Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device (10 &13 & 22 ) : the device was returned to the factory on 16jun2021 and investigated on 18jun2021. Although the complainant stated there was no patient involvement, blood was observed on the jaws of the device indicating clinical usage and patient involvement. Specks of blood was observed on the jaws of the device. A visual inspection device was conducted. The silicone insulation was observed to be intact, no visual defects were observed. The heater wire was observed to be slightly twisted and completely flexed away from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for ¿material twisted/bent; wire.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 metal hook was sticking out before use. Item defective before use. A replacement device was used to complete the procedure. No patient involvement.